Event description:
The reported event stated that the physician was not able to introduce the device into the artery. The user noticed a kind of bulge at the distal end of the product when he removed the device. The user who reported the event cannot be precise if the problem occurred during the procedure. The vent did not bring any harm to the pt, but the duration of the intervention was extended. Another v12 stent was used to treat the pt.

Manufacturer narrative:
We are currently awaiting the return of the device for investigation. A f/u report shall be submitted once the eval is completed.